Event description:
Rptr experienced multiple er1 message one evening. Prior to this, rptr had always rec'd "good readings". Rptr did not compare with the color comparison chart on vial at this time. The next morning the rptr's blood glucose result was 450 ml/dl. Symptoms were consistent with high blood glucose and rptr stated he felt like he was getting a cold in addition. Rptr went to dr and was diagnosed with pneumonia and given insulin via intravenous as his blood glucose was 510 mg/dl. Rptr was released from hosp a few days later. Reviewed reasons for the er1 message and rptr understands now.